Event description:
The user facility reported that a pt had a retained suture from a previous gastric bypass surgery. The user originally used a gastroscope, and loop cutter (subject device referenced in this report) to remove the retained suture. However, after inserting the loop cutter to cut the suture, the loop cutter reportedly failed and would not open. A two-channel endoscope (model and serial number unk) was then used and the suture was cut with the use of an argon laser (model unk) and was eventually removed. The health care quality improvement specialist at the facility reported that the pt had tolerated the procedure, and the pt was subsequently admitted in the hospital for observation. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The facility's staff indicated that the device was isolated after the procedure. The cause of the user's experience was isolated to an apparent user error due to an off-label use of the loop cutter. This report is being submitted as an MDR in an abundance of caution. The device instrumentation manual states, "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop used for litigating tissue within the digestive tract. Do not use this instrument for any other purpose." The device instruction manual also warns user "not to use the loop cutter to cut any objects other than the surplus of olympus loop, such objects other than the surplus of loop may include, stent wire, sewing threads and loop stoppers. If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body."